Event description:
It was reported that during the explant procedure, the pulse generator went into backup vvi mode after suspected electrocautery interaction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.